Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The initial investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the initial investigation analysis, the customer reported mismatch was confirmed. The customer did not receive the low glucose alert as the sensor glucose (sg) value did not cross below the threshold which was set at 70 mg/dl. The investigation analysis suggested a deviation in the system performance potentially due to accelerated oxidation of the chemical component of the sensor. Due to this deviation in the sensor performance and to determine the actual root cause, a return material authorization (RMA) was issued for the return and replacement of sensor. As part of the standard returned product analysis, a sensor functional performance test was performed on the returned sensor following the decontamination process. This test measures the sensor's fluorescence characteristics with respect to changes in glucose solution concentrations and temperature changes, and compares the results to the performance measured during the initial manufacturing of the same sensor. Review of the test result confirmed the malfunction and the root cause was due to the oxidation of chemical component of sensor. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where the customer had a hypoglycemia event on (B)(6) 2023 at around 6 am. The customer reported that sensor glucose (sg) did not receive a low glucose alert during the time of incident. The sg value was 86 mg/dl where as the measured blood glucose (bg) value was 38 mg/dl. The customer reported this incident immediately to the hcp , but did not have to seek any medical treatment.